Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the catheter perforated the patient. The physician stopped the procedure. The patients condition was reported to be well.

Manufacturer narrative:
This follow up is to retract information provided in associated devices. The model and serial number provided in MDR report number 2017865-2014-12258 submitted on (B)(4) 2014 was erroneously provided. There is no reportable event associated with this model and serial number.